Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I. It was reported that around (B)(6) 2019, the patient tried connecting the recharger to the ins to charge but saw a power on reset (por) message. It was noted that the ins charge was at full but the ins had died. Since the ins was off, they had a return of pain symptoms associated with their complex regional pain syndrome (crps). It was confirmed that the patient had not been around electromagnetic interference nor were there any falls or trauma. During the call, they were able to clear the por and then turn stimulation back on, so the reported issues were resolved. No further complications were reported or anticipated.